Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. Continued e.1. Email: (B)(6). Additional healthcare professional contact information: explanting physician: dr. (B)(6). Phone: (B)(6).email: (B)(6). The events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphoma-alcl-suspected (histopathological markers not reported).

Event description:
Healthcare professional reported "right side periprosthetic seroma" and "agocentesis was performed on the right breast seroma, which resulted in bia-alcl lymphoma on cytological examination.¿ histopathological markers confirming alcl have not been received. Device has been explanted.

Event description:
Physician reported right side relapsing periprosthetic seroma. "Agocentesis" was performed on the right breast seroma which resulted in the diagnosis of bia-alcl on cytological examination, stage 1. The device has been explanted with capsulectomy. The capsule was sent for histopathological exanimation which confirmed pathological markers cd30+ and alk-. Also reported "likely cystic formations of bilateral adnexal relevance, free of uptake", "modest and diffuse thyroid uptake compatible with thyroiditis" which are not related to the device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe since it is not related to the device. Cyst-ndr, inflammation/irritation-ndr, lymphoma-ndr: not applicable as the event is not related to the device. Additional observations: deformation device observed on the device. Cloudy observed in the gel. No further actions are required as the device was implanted."

Manufacturer narrative:
Additional healthcare professional contact information: dr. (B)(6). Date of diagnosis of alcl: 07/feb/2023. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified: ¿ lymphoma-alcl-suspected : unable to observe since it is a medical event and is not related to the device. ¿ seroma -late : unable to observe since it is a medical event and is not related to the device.

Event description:
Healthcare professional reported right side "occasional presence of relapsing periprosthetic seroma with spontaneous resolutions". Also reported "likely cystic formations of bilateral adnexal relevance, free of uptake", "modest and diffuse thyroid uptake compatible with thyroiditis" which are not related to the device.